Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the stent partially deployed. The severely stenosed target lesion was located within the moderately calcified left lower limb artery. A contralateral approach was used to access the lesion. A non-bsc 6f sheath and v-18 guidewire were placed. Mpa angiocatheter was used and pre-dilation was performed using a non-bsc 4x120mm balloon. A 6x120 non-bsc stent was successfully implanted. A 6 x 150 x 130 innova¿ was selected for use and deployment initiated inside the patient. After 2-3cm of stent deployment, the stent failed to deploy further. The physician thought the thumbwheel was stuck. The stent was not fractured or elongated. The physician pulled the stent out of the patient and the procedure was completed with another of the same device. The patient was stable without any complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system. Visual examination showed a kink at the nosecone. The thumbwheel turned freely. The pull handle was loose in the handle which is an indication of internal component damage. There was an indication of slight tip damage. The handle was opened to inspect for further damage. It was noticed that the mid-shaft was broken approximately 2mm from the retainer clip. The proximal inner was also kinked approximately 12cm from the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. It was reported a v-18 (0.018 inch) guidewire was used. The innova dfu states that a stiff 0.035 inch guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery. (B)(4).

Event description:
It was reported the stent partially deployed. The severely stenosed target lesion was located within the moderately calcified left lower limb artery. A contralateral approach was used to access the lesion. A non-bsc 6f sheath and v-18 guidewire were placed. Mpa angiocatheter was used and pre-dilation was performed using a non-bsc 4x120mm balloon. A 6x120 non-bsc stent was successfully implanted. A 6 x 150 x 130 innova was selected for use and deployment initiated inside the patient. After 2-3cm of stent deployment, the stent failed to deploy further. The physician thought the thumbwheel was stuck. The stent was not fractured or elongated. The physician pulled the stent out of the patient and the procedure was completed with another of the same device. The patient was stable without any complications.